Manufacturer narrative:
The investigation into the issue of thrombus has been completed. The device was not returned for investigation. During the time of reported suspected thrombus, there were multiple suction alarms, motor current spikes and a placement signal spike. However, these conditions resolve towards the end of the case, indicating that the biomaterial most likely passed through. Additionally, there was suspected sepsis reported. The cause of the infection was most likely patient condition related since the device is sterilized under validated conditions and there was no evidence to indicate a break in the sterile barrier or pump contamination. Unknown relation to impella. The root cause of the thrombus is most likely due to the patient¿s condition. Added h6 clinical code: 2067.

Event description:
The user facility reported a 67-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during cardiac surgery. Three days after implant, the team noted concern for a left ventricle thrombus. The patient remained on the impella cp support until (B)(6) 2023. There is insufficient information in the file at this time regarding the thrombus whether it was confirmed and how it was managed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.